Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely calcified, moderately tortuous left main (lm) to the left circumflex (lcx). The physician attempted to place the 2.50 x 12 mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the physician noticed the stent edge lifted up. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "good".